Event description:
Caller reported a malfunction code 199 on their tandem pump, indicating a malfunction. It was unknown or declined if the issue caused the customer's blood glucose to exceed 500 mg/dl. Cts decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy. Cts provided instructions on storage mode and arranged for the return of the problematic pump with a pre-paid label, which the caller acknowledged and understood.